Event description:
Customer reportedly obtained results of 302 mg/dl, 50 mg/dl, and 278 mg/dl on the advantage system within 10 minutes. Customer stated that no action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.